Event description:
It was reported that the patient was symptomatic with pocket stimulation in unipolar. The atrial lead polarity was noted to be switched and high impedance and noise were also reported. The lead was later noted to have undefined impedance and was fractured. The lead was capped and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.